Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 1.00mm x 1.00cm galaxy g3 mini coil (glm910010 / 1352516s) was impeded in the proximal end of the of the concomitant microcatheter and could not advance any further. The physician retracted only the coil and replaced it with a 3.00mm x 6.00cm galaxy g3 mini coil (glm930060 / 1612504s). This second new coil was impeded in the distal end of the microcatheter and could not pass through the microcatheter. The physician retracted the second coil and replaced it with a third coil to complete the procedure using the original microcatheter. There was no report of any negative patient impact. On 05-nov-2025, additional information was received. Per the information, the procedure was targeting an aneurysm on the c7 segment of the internal carotid artery (ica) with normal vessels. A continuous flush was maintained through the microcatheter, which was an echelon¿ 10 microcatheter (medtronic). The devices did not appear damaged at any time. Nothing was noted to be obstructing the microcatheter. The tip of the introducers was firmly installed on the hub of the microcatheter and locked with the rotating hemostasis valve (rhv) during the advancement of the devices. The information also confirmed there was no clinically significant delay in the procedure. The complaint device was returned for evaluation and analysis. Based on the product investigations completed on 27-nov-2025, the issue reported has been determined to be reportable as a "malfunction."

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone is not available / reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 1.00mm x 1.00cm galaxy g3 mini coil was received contained in the decontamination pouch. Visual inspection was performed. The embolic coil was noted to have been returned inside the introducer. Microscopic inspection was performed. The embolic coil was found to be in severely stretched condition. As a result of the stretched condition, the internal blue fiber had snapped. However, this remains attached to the resistance heating (rh), which was noted to be not softened. No other damages were noted in the device. The issue reported in the complaint that the coil was impeded at the proximal end of the microcatheter was confirmed based on the appearance of the returned device. The stretched damage observed in the coil was the result of the impeded condition experienced during the procedure that could not be replicated in the laboratory. Stretching can occur during procedure handling where force may have been inadvertently applied. According to the risk documentation, friction and difficulty to advance are potential issues that can occur during microcoil placement due to continuous saline flush not being established, which can result in coil stretching. Coil stretching is a known potential issue associated with the use of this device. The instruction for use (IFU) provides proper handling instructions for the device to prevent such issues from occurring. There is no indication that the issue reported is a result of a defect inherently related to the device. A review of manufacturing documentation associated with this lot (1352516s) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instruction for use (IFU) contains the following precautions: ¿ if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. ¿ if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.